Event description:
Caller reported a malfunction on pump. There was no reported impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and advised against using third-party charging supplies. The caller acknowledged these instructions, and the issue did not recur after resetting the pump. Customer was told to call back if any malfunction code reappears.